Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the charger wouldn't work at all and was "completely shot". The patient (pt) stated that they talked to a manufacturer representative (rep) and that they need a new charger so they can recharge the ins as the ins battery was completely dead. Patient services (pss) clarified further with the patient and asked the patient if the controller was unresponsive and not powering on; the patient stated that the controller wouldn't do anything as it was "completely shot and haywire". The patient stated that when they plug the power supply into the controller, the controller wouldn't even power on anymore. Pss instructed the patient to remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted. The patient had difficulty removing the battery compartment door from the controller during the call. The patient noted that they had already taken the battery out of the controller once in attempt to resolve the issue. At this point of the call, the call was disconnected. Additional information was received. It was reported that for about the last month error messages have been displaying on their controller while attempting to charge their implant. The patient (pt) did not recall details of the error messages other than it saying to contact medtronic. Pt stated that it will charge for a couple minutes and then the charge is interrupted with software problem. Patient services walked pt through removing the battery pack and plugging the controller into the ac power cord; pt confirmed controller powers on. Pt inserted the battery pack and confirmed. Pt then connected recharger and confirmed charging excellent and after a few minutes, system problem rm03 displayed on the controller. System problem rm03 continued to display on the controller while charging implant. Resetting has not resolved. The pt also reported that for about the last month they have been having issues while charging their controller. Pt stated that sometimes their controller will charge and sometimes it won't charge when connected to the ac power cord. Pt stated that and error message appears to call medtronic; system problem messages appear while charging the controller. Pt did not capture details of the error message. An email was sent to the repair department to replace the controller. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) ,(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.